Event description:
I had the hydro ablation done in 2008, during the procedure, the device became detached, and burned my vagina on four places. Further follow up and medication were required for treating the burns. Diagnosis or reason for use: heavy menstrual periods. See scanned page.